Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by the customer that another tubing leak occurred with the alaris pump infusion set. The tubing had not yet been connected to the pump; while the nurse was priming it with nss, noticed they was getting wet. Upon inspection, they confirmed the clamp was engaged and identified the leak as originating below the back valve under the drip chamber, where the tubing and valve connect.

Manufacturer narrative:
Investigation summary: one sample was received with the customer's complaint of leakage. The tubing was visually inspected and a small cut in the tubing was found below the drip chamber and the customer's complaint was verified. The cut was analyzed under microscope and it had smooth edges that indicated a sharp object had made the incision. There are no instances in the production history of this set that would lead to this failure. The root cause of this failure is unknown.

Event description:
Sample.